Event description:
Dealer states they are getting a 4 flash code. Provider spoke with tech and states get a 4 flash but now states it is a 5 flash and tech states a right brake fault, need right motor.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.